Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h244 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h244 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. Examination of the provided photograph verifies that the centrifuge bowl broke during the treatment. The photograph shows the centrifuge bowl has dislodged from the platen and broke. The centrifuge bowl most likely broke after impacting the centrifuge chamber wall. There is a large piece of the centrifuge bowl on the bottom of the centrifuge chamber. A material trace of the centrifuge bowl used to build lot h244 did not find any non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer aborted the ecp treatment and did not return residual blood to the patient. The customer reported the patient was in stable condition. The customer has returned a photograph for evaluation.